Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawer failures occurred, involving several drawers. This was reported as the first occurrence. The failures caused delays in medication dispensing; however, no patient harm was reported. The customer attempted to reboot the station and recover the drawers; however, the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the pockets on auxiliary drawer 4.2 were not detected on the bus due to a faulty retractor band. The retractor band was replaced, and the row board header cables were cleaned and reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.